Manufacturer narrative:
See attachments for literature article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'image-based visualization of stents in mechanical thrombectomy for acute ischemic stroke: preliminary findings from a series of cases'. The time frame of this study was not provided in the context. The following medtronic devices were used: the solitaire ab stent, rebar-18 catheter. There were no deaths in the study population. Among patient adverse events included: infarcts in the brainstem, left cerebellum, and left basal ganglia region, with minor brainstem hemorrhage (patient 1). Patient 1 and 2  developed a moderate coma. For patient 2 a rebar microcatheter was advanced over a 0.014 inch microwire across the mca occlusion and into the m1 segment. Navigated a microcatheter past the lmca-m1 occlusion over a microwire. An angiogram showed that some thrombi had escaped. A patient developed central respiratory failure postoperatively (patient 2), worsening condition and right cerebral hemisphere swelling and intraparenchymal and subarachnoid hemorrhages postoperatively (patient 3), and minor basal ganglia hemorrhage postoperatively (patient 4). Patient 2 and patient 3 required multiple stent deployments. The clinical outcomes of interest include improvements in symptoms and nihss and mrs scores at the 3-month follow-up for patients 1, 2, and 4. Patient 3 had glasgow coma scale and mrs scores of 5 and 5, respectively, at the 3-month follow-up. Information pertaining to medtronic products: the solitaire ab stent is described as having good plasticity and being convenient for use in stent-based mechanical thrombectomies, as approved by the federal drug administration. It is also mentioned that using the solitaire ab stent retriever for acute basilar artery occlusion resulted in a high recanalization rate without procedural complications and good clinical outcomes. No further information was provided pertaining to medtronic products..

Manufacturer narrative:
Product not approved in the us. No similar devices. Therefore, this event does not meet reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision corrected to not reportable. Additional supplemental reports are required unless additional information received indicates a reportable event.